Manufacturer narrative:
On 06/30/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/01/2015 medtronic representative attended a subsequent procedure and navigation was accurate. On 07/17/2015 software analysis was unable to determine probable cause with the information provided. It is suspected user changed registration method when only 5 bbs were detected as the software requires a minimum of 6 bbs are visible for a stealthair registration. Second scan with 8 bbs visible was accurate. On 07/21/2015 a medtronic representative, following-up at the site, reported in the reported event, there was very poor registration metric. This was likely the cause of the inaccuracy. The stealthair frame was moved closer to the patients anatomy and the patient was re-scanned resulting in a better registration. The second sample was successful.

Manufacturer narrative:
On (B)(6) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(6) 2015 to (B)(6) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on (B)(6) 2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, their biopsy sample was non-diagnostic and the surgeon alleged the navigation system was inaccurate. No specific measurement of the suspected inaccuracy was provided. Site was using stealthair and had 5/11 bbs visible in the first ict. They checked accuracy after registration and deemed it to be accurate. Site used suretrak to navigate a non-medtronic biopsy needle. The site took a second ict and 8/11 bbs were visible. Biopsy sample was diagnostic. The surgeon completed the procedure with the use of the navigation system.